Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. There are no plans to implant the patient with another device as of the date of this report, march 6th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).